Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient had an MRI completed, during which they experienced "a light sensation" over the battery pack and vaginally. The manufacturing representative (rep) reported the MRI was stopped during the scan at that time, when the patient raised their hand and the scan was not completed. The patient was reported to have been in MRI mode, and the MRI was in the l3-l5 region. Rep stated the MRI facility would not do a follow-up, as they want the device checked. Rep also stated that the patient had lost weight, then gained weight and then lost it again, so the patient noted the ins appears superficial. Rep stated they met with the patient in april to complete a longevity check, custom programming and an impedance test. Rep states everything appeared normal at that time. The rep planed to meet with the patient today at the managing provider's office. Technical services reviewed MRI risks, and advised rep to have MRI center review scan parameters used. The patient also called in on (B)(6) 2024 to report the event. They stated they had the MRI on (B)(6) 2024 for back pain. They reported that they had activated MRI mode with their external equipment prior to the MRI. During the scan patient felt warming, vibration and tingling so they requested the scan be stopped. MRI center wouldn't restart scan and requested patient be checked by hcp before setting another MRI appointment. Caller reported scan was started for about 5 minutes before needing to stop. Caller activated therapy and reported that it "seems fine." Caller noted they called local rep on friday afternoon and today but had not heard back. Patient services emailed local rep.